Manufacturer narrative:
(B)(4). Evaluation results: (arterial venous occlusion). Evaluation results/conclusion: (small external iliacs).

Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx two months ago. Vessel morphology was not reported. The pt had poor outflow due to very small external iliac arteries. It was reported that the pt presented 34 days later with an occlusion of the left (ipsilateral) stent graft limb. The pt was taken to the operating room where a large amount of plaque was discovered. A thrombectomy and an endarterectomy of the left side were performed. This was followed by implant of a 10 x 60 stent from another MFR. Blood flow was restored and the pt had good pulses. No add'l clinical sequelae were reported and the pt is fine.